Manufacturer narrative:
(B)(4). The event was the result of a use error; there was no allegation reported against the baxter product by the customer. For this reason, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.

Event description:
The customer contacted baxter's technical service center regarding check patient line, which occurred on the homechoice (hc) during use, during initial drain. The home patient (hp) stated there was air in the patient line. The baxter technical service representative (tsr) assisted the hp in ending therapy. The hp restarted with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient on (B)(6) 2011 and he was able to resume therapy after starting over with new supplies. There was nothing wrong with any of the supplies or the machine, he said it was his user error. He thought maybe he had pressed too many buttons but he was not sure exactly what he did. Since then he has been resuming therapy successfully. There was patient involvement but no reported injury or medical intervention.